Event description:
It was reported by the sales rep that the hand piece was leaking at the cutter release and distal tip. There were no reports of any adverse patient event associated with this malfunction.

Manufacturer narrative:
On april 24, 2009, the hand piece involved in the reported event was evaluated. During the evaluation, the technician noticed visual damage to the handle assembly. The hand piece was repaired and returned to the customer.